Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for evaluation.

Event description:
The facility representative reported to baxter on (B)(6) 2010 that a pca ii pump with an unknown serial number kept getting constant upstream occlusion alarms. The facility representative thinks that the reported issue maybe due to set-up error. The event occurred during patient therapy on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report.

Event description:
The customer reported a colleague infusion pump with failure code 814:02. It is unknown when the reported condition was identified. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. During review of the event history, it was determined that the reported condition occurred twice on (B)(6) 2010 during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated. .

Manufacturer narrative:
(B)(4). The 510k number was inadvertently omitted in the initial medwatch report. The 510k number has been provided in this follow-up medwatch report.